Manufacturer narrative:
H3. Analysis of the recharger found a non-conformance. The recharge antenna failed due to a "recharger problem" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that caller reported seeing system problem rm03 while trying to charge the implant since sunday. Caller stated they reset the controller and that resolved the issue but now controller will not let patient continue. Caller confirmed no visible damage to the recharger cord or controller port. Agent asked - pt stated that the recharger maybe gets a little hot, but nothing that they can't keep against their skin. Agent reviewed to monitor implant charging with replacement recharger and can call back if issue persists. The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent sent email to device registration to update pt's address. Pt asked - agent reviewed implant battery life.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.